Event description:
The ge oec 9800 fluoroscopy system would boot up correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective hard drive, that was removed and replaced. The calibration files were re-loaded. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.